Manufacturer narrative:
Investigation/evaluation: the device was not returned for an evaluation. Without the complaint device, a physical investigation was not able to be completed. Procedural notes, angiography, nor CT scans of the patient's anatomy, and portions of the device were not returned to assist the investigation. A review of the instructions for use and quality control data was conducted. The device history record was not able to be reviewed as the lot information was not provided. Each zenith device is shipped with instructions for use (IFU), that lists the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Per the IFU: inspect the device and packaging to verify that no damage has occurred as a result of shipping. If damage has occurred, do not use the product and return to cook. Do not bend or kink the delivery system. Doing so may cause damage to the delivery system and the zenith renu aaa ancillary graft. Do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and asses the cause of resistance; vessel, catheter or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis or in calcified or tortuous vessels. Repositioning the stent graft distally after partial deployment of the covered proximal stent may result in damage to the stent graft and/or vessel injury. Perforations of the aorta can be caused by neglecting the position of the delivery system on the wire guide. The IFU states, "maintain wire guide position during delivery system insertion. Fluoroscopy should be used during introduction and deployment to confirm proper operation of the delivery system components, proper placement of the graft, and the desired procedural outcome. As the sheath and/ or wire guide is withdrawn, anatomy and graft position may change. Constantly monitor graft position and perform angiography to check position as necessary." Based on the available information the root cause is likely related to the patient's condition (anatomy) and the user technique (not monitoring the wire guide/tip). Per the quality engineering risk assessment, no further action is warranted. The appropriate personnel have been notified of this event. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4).

Event description:
As reported by a hospital representative during the (B)(6) symposium held in (B)(6) from (B)(6) 2017, an (B)(6) male patient with shaggy aorta underwent abdominal aortic aneurysm (aaa) repair using an unspecified model zenith flex endovascular main body. The aaa was 50 mm. To avoid manipulation of the wire guide in the aorta arch that had heavy atheroma, an ultra-stiff wire guide was advanced only to the descending aorta. The delivery system was advanced over the wire guide, but the advancement was difficult since the access vessel was tortuous as s-shaped. The physician moved/adjusted the wire guide to remove flexure of it and advancement became easier as the delivery system became straight at some point. After placing the main body at the target site, he moved a c-arm to the head side to document the top cap and saw the top cap was in the right lung field. He confirmed by angiography as well that the wire guide had migrated distally from the descending aorta and the delivery system tip advanced without the wire guide and penetrated the aorta and the diaphragm and was located in the chest cavity. The physician then ordered a device to place at the perforation site. Eventually oxygen saturation decreased, so he made a small thoracotomy incision and aspirated blood to stabilize the vitals, then confirmed by thoracoscope that the lung and other vessels were not damaged by the delivery system tip. The surgeon made a purse-string suture for the perforation site in the aorta via the thoracoscope. 90 minutes later, the device was delivered and inserted from the right side and placed the stent graft at the perforation site. Then he continued placing the rest of zenith stent grafts to complete the aaa repair. No endoleak was observed. Melena occurred 2 days after and a rectal ulcer possibly caused by atheroemboli was confirmed. To treat hypoalbuminemia due to protein-loss was difficult, but the patient was discharged from the hospital 78 days later. The physician commented, "the cause was the lack of checking to see if the wire guide was in the descending aorta. Moving/adjusting the wire guide to remove flexure of wire guide is risky, so I should have checked wire guide more by moving the c-arm frequently. This case was high-risk, I neglected the steps/processes to shorten the procedure time." At the time this event was reported there were no further problematic patient symptoms alleged.